Event description:
I write to report problems I have been experiencing with my above-referenced insulin infusion system. I have been using this device for about two years. About five months ago, the MFR notified me the FDA had approved its new "nextgen" insulin delivery system, and I would be converted to the new system. Since the conversion I have experienced numerous problems with the new, smaller pods. Specifically, since (B)(6), 2013 and through the present, I have applied fifty four pods. Twenty two of the pods have failed. This is a failure rate of (B)(4). In other words, nearly one half of the pods used within the last four months have failed. I have asked the company many times to contact me; however, it is unresponsive.